Manufacturer narrative:
The explanted screws were visually inspected under magnification and two of the four set screws exhibited normal wear patterns of fully tightened set screws, whereas two had abnormal wear. One of the pedicle screws had damage on the internal threads which mate with the screw inserter and set screw. The thread damage likely prevented the set screw from mating correctly with the screw. Nothing mechanical was found that could have contributed to the screws backing out.

Event description:
Two set screws reportedly backed out of the denali poly-axial and mono-axial screws in the pt post-operatively. The surgeon had to perform revision surgery to remove and replace the devices approx 18-months post-op.